Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 27/jan/2026, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2026 while undergoing ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) reported the patient went to a cardiology appointment on (B)(6) 2026, where it was discovered that the patient was in a junctional cardiac rhythm. The cardiologist ordered the patient be transferred via ambulance to the hospital for a cardiac catheterization and possible pacemaker insertion, however the patient refused and signed out against medical advice (ama). The patient reportedly went home and initiated his nightly ccpd treatment later that evening. The patient was discovered by family on the morning of (B)(6) 2026 on the floor next to his bed. The pdrn stated it appeared the patient rose from bed and suffered a cardiac arrest. It was apparent the patient had passed away several hours before being discovered; therefore, no emergency lifesaving measures were undertaken, and a non-emergency call was placed to the patient¿s chosen funeral home. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The pdrn stated the patient¿s cause of death was a cardiac arrest and was attributed to one of the multiple cardiac comorbid conditions the patient suffered from (e.g., coronary artery disease, low ejection fraction). The patient¿s treatment data from (B)(6) 2026 through (B)(6) 2026 indicated the patient was in the final dwell phase of the ccpd treatment, and no adverse alarms were noted.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when he passed away. The pdrn reported the patients¿ cause of death was cardiac arrest, secondary to his multiple cardiac comorbid conditions. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (including sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 27/jan/2026, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2026 while undergoing ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) reported the patient went to a cardiology appointment on (B)(6) 2026, where it was discovered that the patient was in a junctional cardiac rhythm. The cardiologist ordered the patient be transferred via ambulance to the hospital for a cardiac catheterization and possible pacemaker insertion, however the patient refused and signed out against medical advice (ama). The patient reportedly went home and initiated his nightly ccpd treatment later that evening. The patient was discovered by family on the morning of (B)(6) 2026 on the floor next to his bed. The pdrn stated it appeared the patient rose from bed and suffered a cardiac arrest. It was apparent the patient had passed away several hours before being discovered; therefore, no emergency lifesaving measures were undertaken, and a non-emergency call was placed to the patient¿s chosen funeral home. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The pdrn stated the patient¿s cause of death was a cardiac arrest and was attributed to one of the multiple cardiac comorbid conditions the patient suffered from (e.g., coronary artery disease, low ejection fraction). The patient¿s treatment data from (B)(6) 2026 through (B)(6) 2026 indicated the patient was in the final dwell phase of the ccpd treatment, and no adverse alarms were noted.